Event description:
It was reported that the patient presented to the emergency room after a vibratory alert was received for high pacing impedance measured in the right ventricular lead. The patient was scheduled for revision and the lead was capped and replaced on (B)(6)2023 due to fracture. The patient was stable.